Manufacturer narrative:
The mirage guidewire was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the preparation a mirage guidewire during the advancement into the catheter, this mirage was alleged to have broken. There were no reports of patient injury in association with this event.